Event description:
It was further reported that the product problem occurred during routine preventative maintenance. There was no patient involvement.

Manufacturer narrative:
H6: patient code updated to reflect code 4582. Device evaluation: one cadd solis hpca pump was returned for investigation in used condition. The dso seal had bubbled and the insulator pin was torn. The detector had a dent, and the lens was damaged. An accuracy test was performed. The investigator was unable to replicate the customer reported product problem (over delivery). Three separate delivery accuracy tests were performed. The pump was slightly over delivering but still within the published +/-6% specification. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The pumps expulsor was trimmed to bring the delivery into more nominal range.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis hpca pumps 2110 over delivery and would not pass tolerance. No patient adverse events reported.